Event description:
Report received of over-delivery of narcotic. The pump was returned from clinical service with an unsigned note stating "pca giving incorrect doses of pain medication. Administered 13 plus mg of demerol in half an hour when programmed for 10mg an hour continuously." There was no tracking info (nurse, pt, location) available. Review of the pump history shows the pump was programmed in the continuous + bolus mode to deliver a continuous rate of 10mg/hour with a pca dose of 7.5mg every 10 minutes. This is different from the reported program of continuous only at 10mg/hour. There was no reported adverse pt event.